Event description:
On (B)(6) 2010 (1 day after implant) the patient was admitted in the hospital with a heart rate of 30 bpm and the patient had periods up to 10 seconds without ventricular pacing or sensing (documented in ECG). A x-ray was performed and no defects of the lead were detected. The pacemaker was interrogated on (B)(6) 2010: it was programmed with a unipolar v sensing at the moment of interrogation. Two attempts to program the ventricular sensing in bipolar were performed with no success. By the time of interrogation the device was working correctly in vdd mode and the parameters were normal (since implantation only one vburst was detected lasting 5 or 6 seconds, although there was a 41% of pvc). We tried 3 times to simulate noise and although the egm had some during the test, no markers appeared (the 3 tests last a couple of seconds only due to telemetry errors). The physician decided to perform a re-intervention. During the procedure, he disconnected the lead from the pacemaker and tested the lead with psa: the parameters were normal, so the physician decided to replace the pacemaker claiming that the reason must be a problem of loss of capture and not sensing. The physician mentioned that during implant on (B)(6) 2010 after connecting the lead and introducing the pacemaker in the patient, there was a period of some seconds with no pacing (the patient had several periods of pacing dependency). The physician disconnected the leads from the pacemaker, measured parameters with psa and after verifying that everything was normal, connected the pacemaker again. The pm was described as having a normal behavior after this.

Manufacturer narrative:
(B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply pacemaker models approved under p950029. Analysis is pending.